Event description:
It was reported the device randomly reset to power on reset (por) condition on two separate occasions. The device was reprogrammed and eventually explanted. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.